Event description:
(B)(4). I got diagnosed with gist cancer and had to get on chemo but I had to get my tubes tied first. So the same month, I started both treatments,ever since then I have had complete brain fog, confusion, bloating, extremely heavy and painful menstrual cycles, I have gained weight and had a hard time losing weight and before hand, I had not gained any weight during my pregnancy or anything. I don't have much of a appetite and I am very fatigued most days. I have severe diarrhea and acid reflux as well.